Manufacturer narrative:
Retention devices for the reported lot were tested with in-house drug-free urine samples. All devices were read at 5 minutes and yielded expected negative results. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. Retention products performed as expected during in-house testing and could not replicate the reported complaint. This issue will be subject to tracking and trending. There is a possibility that technical or procedural errors, as well as other interfering substances in the urine specimen may cause erroneous results. Please refer to the "cross-reactivity" section within the performance characteristics portion of the package insert for a list of evaluated substances. This product provides only a qualitative, preliminary analytical result. A secondary method must be used to obtain a confirmed result.

Manufacturer narrative:
Investigation pending.

Event description:
Unspecified date: false positive coc and mamp on multiple donors when testing with the 8 panel icup as compared to results in the lab. No treatment was provided or withheld based on the false positive results. No adverse outcomes reported. Although further information was requested, no further information was provided.